Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent responded no when asked if the directions for use (dfu) did not provide sufficient information about the product and its medical application, and stated that they need to use another device to help with insertion.

Event description:
It was reported that the survey respondent responded no when asked if the directions for use (dfu) did not provide sufficient information about the product and its medical application, and stated that they need to use another device to help with insertion.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause for this failure could be due to "incorrect/ missing translation, missing instructions, vendor/printer error". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst. Special precautions: lower abdominal scars. Bladder tumours. Patient preparation: determine bladder limits by palpation. Ensure patient has full bladder. Place patient in dorsal position. Suprapubic catherterisation: instructions. 1. Connect catheter to urine drainage bag. 2. Prepare skin with antiseptic solution. 3. Administer local anaesthetic 3cm above symphysis pubis. 4. Make small incision with scalpel at this point. 5. Carefully remove the protective cap from the suprapubic catheter introducer. 6. With slight twisting action and steady gentle pressure, insert suprapubic catheter introducer (trocar + sheath) into bladder midline at an angle of approximately 40° from the vertical until urine is seen rising along trocar. Caution: care should be taken to ensure introducer is not inserted beyond the bladder. 7. Remove trocar from sheath and occlude outlet with thumb to prevent excessive soiling. 8. Insert catheter down sheath to midpoint of catheter length (approximately) 9. Once in bladder inflate balloon with 10ml sterile water. 10. Following balloon inflation slide the sheath back along the catheter shaft until it is external to the abdomen. Pull off "tear down¿ strip and remove sheath from catheter. Site of catheter insertion can now be treated as usual. No external fixation is required. 11. Please ensure disposal of catheter introducer and scalpel is in accordance with hospital sharps policy. Removal instructions: 1. Deflate balloon completely and withdraw catheter. A) if catheterisation is discontinued apply a dry dressing to puncture site or b) if recatheterisation is necessary 7 follow normal procedure.¿ the device was not returned.